Manufacturer narrative:
Concomitant medical products: 7120 st jude lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a competitor right ventricular (rv) lead was programmed subthreshold. It was noted that the device feature that monitors the pacing amplitude threshold and adjusts the rv outputs was programmed to monitor. This resulted in a 13 period of asystole due to rv lead non capture. The device remains in use. No further patient complications have been reported as a result of this event.